Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) pediatric patient (gender unknown) during post cardiac surgery, the device was unable to convert the patient's heart rhythm after two attempts. The complainant alleged that the clinician performed CPR and was able to internally defibrillate the patient.

Manufacturer narrative:
Zoll received additional information updating information submitted on the initial medwatch report. The event electrodes were not available for evaluation. However, electrodes from retained samples were tested and no abnormalities were found. Reports of this nature are typically not considered to meet our requirements for submission no trend is associated with reports of this type.